Event description:
The user facility reported that the weld was fractured on the housing found after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed without a delay, no adverse consequences and no medical intervention.

Manufacturer narrative:
Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation and obtaining additional information, it was determined that this event did not involve (damaged housing at the connection with handpiece) and is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable.

Event description:
The user facility reported that the weld was fractured on the housing found after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed without a delay, no adverse consequences and no medical intervention.